Event description:
During insertion while the nurse was advancing the device, the catheter separated from the hub. The nurse caught it prior to going onto the vein and was able to remove the catheter portion with her fingers. The patient was unharmed.

Manufacturer narrative:
Additional information has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted.